Event description:
It was reported that alerts were triggered due to noise and a high number of short interval counts (sic) on the right ventricular (rv) lead. Also, the high rate non-sustained episodes could not be located. The episode log storage was frozen on the implantable cardioverter defibrillator (ICD) due to episodes occurring prior to the last session. The lead was revised and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 185 v-sic / hour over last 4 hours on (B)(6) 2015. 1 nst episode with v-v <(> <<)>220ms, but unable to view due to device issue. Lead failure predictor triggered on (B)(6) 2015 for v-sics and nsts. Concomitant product: d314drg ICD, implanted: (B)(6) 2013. (B)(4).